Manufacturer narrative:
The insulin pump was received with a scratched case, missing retainer ring, missing reservoir tube o-ring, and pillowing keypad overlay. There were no cracks on the reservoir tube or reservoir tube lip noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there is physical damage to the insulin pump; there was a crack on the reservoir compartment. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The insulin pump was returned for analysis and a replacement device was shipped to the customer.